Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited oversensing. No intervention was performed. No further information was available.